Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 3006705815-2020-30504. It was reported that patient experienced ineffective therapy. Reportedly, patient fell twice, and x-rays showed that the left lead had migrated. System diagnostics recorded high impedances. Surgical intervention may take place to address the issue. It is unknown which lead had migrated, so both are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that the patient underwent surgical intervention during which the system was replaced. Effective therapy was established post-operatively.